Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the beam began end firing after 45,280 joules of use. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify any defects with the potential for forward firing; therefore, the reported observation was not confirmed. However, visual analysis identified a glue failure. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the glue failure. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the reported observation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the beam began end firing after 45,280 joules of use. The procedure was completed with a second fiber without patient complications.